Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the plunger of the a2114 mayfield infinity xr2 skull clamp does not work properly. There was no spring action and would not lock ratchet system in place. There was no patient injury reported and no known surgery delay.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The device history record (DHR) documentation showed no abnormalities related to the reported failure. The unit was received with the left and right pawls worn and needing replacement. The unit was also received without the pedi-rocker arm or the suitcase. The reported complaint was confirmed via inspection of the unit. Both pawls were broken. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.